Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and analysis of the device memory indicated the right ventricular lead integrity alert. The lead integrity warning occurred for sensing integrity counts greater than thirty in three days and two or more high rate non-sustained tachycardia episodes.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient presented at the hospital stating the alert triggered. The device data indicated the conditions of non-sustained ventricular tachycardia (nsvt) and the sensing integrity counter (sic) parameters were met for the lead integrity alert. No over-sensing was observed by any testing which included having the patient move their arms, manipulating the pocket, and upon deep inspiration. When the sensing polarity was changed to tip to coil, over-sensing was observed in a single pace when the patient moved their arms around. When the same test was repeated the over-sensing did not reoccur. Due to the sudden onset of sic and the presence of a noise-like signal in the electrocardiogram for the nsvt, it was determined the problem was with the lead. The detections were turned off until lead replacement procedure. The lead was explanted and replaced. Additionally, during explant an attempt was made to retract the screw, but it failed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. Additionally, the outer insulation of the lead was breached due to bi-multi lumen tubing voids while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.